Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06642. It was reported that stent damage occurred. During unpacking of a 2.25mx12mm synergy ii everolimus-eluting stent, it was noted that the proximal end of the stent strut was damaged. A second 2.25mx12mm synergy ii everolimus-eluting stent was also taken out, however, the same issue was noted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the stent found the stent damaged and moved proximally off the balloon and on the outer extrusion. Stent slightly stretched along its length and damaged at both distal and proximal end with struts distorted and lifted from the stent profile. A review of the associated batch records and the maximum crimped stent profile measurement was reviewed. The product stent protector was not returned for analysis with the device however a review of the specified inside diameter of the stent protector internal diameter was reviewed. Therefore, it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The stent protector offers full protection to the crimped stent and device tip. The stent protector profile size relative to the crimped stent profile size offers ease of use to the user and ease of removal of the stent protector during device preparation as per dfu instructions. The specified stent protector for the crimped stent covers the balloon and coated crimped stent and provides protection during shipping and handling. Visual standard procedure and synergy packaging specification procedure states that the stent protector must remain over the distal tip and crimped stent. Based on the analysis and the type of damage evident, the damage most likely occurred during the preparation and handling of the device following removal of the stent protector. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer extrusion section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06642. It was reported that stent damage occurred. During unpacking of a 2.25mx12mm synergy ii everolimus-eluting stent, it was noted that the proximal end of the stent strut was damaged. A second 2.25mx12mm synergy ii everolimus-eluting stent was also taken out, however, the same issue was noted. No patient complications were reported.